Manufacturer narrative:
Date sent to the FDA: 7/7/2021.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia surgical procedure and mesh was implanted. On (B)(6) 2017, the patient had a recurrent incisional hernia repair and it was noted that the previous mesh ¿appeared to have disintegrated completely.¿ another mesh (not identified) was implanted. No other details provided.